Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient presented with pre-op diagnoses with complaints of pain, numbness in bilateral legs and ankles left greater than right. The patient underwent a fusion procedure in the back in which rhbmp-2/acs, bone graft matrix, 3-d screws, small connectors, rods and break-off locking screws were used. No other information was provided.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.